Event description:
A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit and blower foam degradation was also noted. Additionally, the device had dust contamination, destroyed/cut power connector and destroyed serial number model label. Furthermore, the device displayed error codes e-55: err_therapy_queue_full and e-63: err_stuck_knob_key as recorded in error log. The device was scrapped by the service center after the evaluation was completed.